Event description:
A report from a biomedical enginner that the unit did not provide an audio tone following the speaker upgrade. The speaker was upgraded per remedial action z-0664-05 there was no pt harm reported.